Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that prior to a general change-out procedure, this device could not be interrogated successfully despite multiple attempts with different programmers. A magnet was also used but could not work with the device. Surgical intervention was performed and the device was explanted and replaced. No adverse patient effects were reported.